Manufacturer narrative:
Follow-up #1: date of submission 11/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: the pump was powered on and the display functioned properly. The display was found to be clear and legible with no lines through the screen. The complaint of lines through the display was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the pump¿s audible alarm was not functioning. The vibratory feature was found to function appropriately. The audible alarm contacts were adjusted; the audible alarm then functioned properly.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.